Manufacturer narrative:
The "patient identifier" and "serial #" have not been provided. This was not an issue with the product.

Event description:
Alleges being hit by a car while crossing the road in a crosswalk.